Manufacturer narrative:
Explanted date: 2018-06-08. Is an estimation with the year valid. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: difficulties advancing the delivery catheter system (dcs) is known to be related to procedural factors, user technique, and/or patient anatomy (such as angulation, calcification, and tortuosity). In this case, it was noted that the anatomy was extremely calcified and tortuous, and the native valve was narrow which indicates the most likely cause of the advancement difficulties was challenging patient anatomy. The cause of the aortic insufficiency is unknown but it may be procedural related due to the multiple devices involved (dcs, guidewire, introducer sheath, balloon catheters), or related to patient condition (narrow native valve). Hypotension is a potential adverse event listed in the device instructions for use (IFU) and is an effect that is highly dependent on the patient¿s pre-procedural condition. The cardiac arrest may have been attributable to a combination of the reported events and other predisposing factors. Ventricular fibrillation is related to an abnormality of the heart¿s electrical system. Factors that impact its development include depth of implant, baseline conduction defects and anatomical considerations. The physician did not believe that the patient death was caused by either the valve or the dcs. Instead, the contributing factors were the extremely calcified and tortuous patient anatomy and the narrow opening of the native valve. The autopsy results indicated that aortic insufficiency and poor left ventricle function, which likely contributed to the occurrence of the ventricular fibrillation, caused the death. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Additional information was reported that the physician did not believe that the valve and delivery catheter system (dcs) caused the death. The calcified and narrow opening area of the native valve, along with the tortuous anatomy were the contributing factors in the death, per the physician. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: envpro-16, serial/lot #: (B)(4), (B)(6), (B)(4); product analysis: no product was returned.    Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve with this delivery catheter system (dcs), multiple unsuccessful attempts were made to cross the aortic annulus with a non-medtronic pigtail guidewire and a medtronic introducer sheath. A balloon aortic valvuloplasty (bav) was performed three times, but it was still difficult to pass the native valve. The anatomy was extremely calcified and tortuous. It was noted that the native valve was narrow with an effective orifice area (eoa) of approximately 4 millimeters (mm) and the ascending aorta was heavily calcified. The minimum access vessel diameter was 7 mm. Following the three bavs, severe aortic insufficiency was present and the blood pressure dropped. An echocardiogram confirmed that no tamponade occurred. The guidewire was changed to a non-medtronic extra stiff guidewire and the aortic annulus was eventually able to be crossed. The valve was then implanted, and the patient became pulseless. Cardiopulmonary resuscitation (CPR) was initiated, ventricular fibrillation ensued, and the patient died. An autopsy was performed, but the results were not yet provided.

Manufacturer narrative:
Additional information reported that the autopsy verified a poor left ventricle function and the aortic insufficiency that caused the death. If information is provided in the future, a supplemental report will be issued.